Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 571 (mg/dl). While hospitalized, the customer was treated with intravenous insulin and fluids and released (B)(6) 2016. There was no permanent damage to the customer.